Event description:
Md was unable to completely retract uterine ablation device into the sheath before it was removed from the uterus via the cervix. The device was removed with the fan tip slightly open. No injury noted at time of removal. Diagnosis or reason for use: metrorrhagia.